Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment procedure was performed when the issue happened, and procedure was delayed, and it got completed by other way as the procedure did not need small focus. The philips field service engineer (fse) inspected the system onsite and identified that fluoro failure is alert. Upon troubleshooting, fse indicated that the national support specialist suggested the replacement of the power inverter due to malfunctioning fluoroscopy. To resolve the problem, fse replaced both the power inverter and footswitch, and the parts are return for analysis, and it found that corrosion or paint damage is present, and all four anti-slip rubber components are absent. After repair completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating fluoroscopy failed, preventing imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.